Event description:
Reporting status: serious injury-medical intervention reporting rationale: removal/snaring of dislodged stent from patient. Device issue: stent dislodgement. It was reported that during a ptca/stent procedure, the stent delivery system (sds) did not cross the lesion. Then, the stent became dislodged from the sds during use. The dislodged stent was snared and retrieved from the patient's anatomy successfully. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: quality engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, physician technique, and accessory device support. Stent outer diameter is verified 100% at the time of manufacturer and units in this lot were all within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp.